Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot number is unknown.

Manufacturer narrative:
(B)(4). The actual sample was not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during fill 1. The hp stated the clamp on the patient line was closed. The technical service representative (tsr) assisted the hp to end therapy due to the air in the patient line. The hp confirmed to restart with new supplies. On (B)(4) 2010 product surveillance (ps) contacted the caregiver (cg) in regards to the hp having air in the line. The cg stated that he had forgotten to unclamp the patient line and the patient line was not primed when he hooked up the hp. The cg stated that therapy was completed with new supplies. The cg stated that the hp was doing fine and reported no adverse event resulting from this incident.